Manufacturer narrative:
Records show this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's lead, exhibited oversensing on the right ventricular channel leading to pacing inhibition. This patient is pacemaker dependent and was not reported to be symptomatic. Technical services recommended reprogramming options. No adverse patient effects were reported.